Event description:
The hearing aid (h/a) user has a history of ear infections. He reported to the h/a dispenser that he had recently been treated for a recurring infection in the ear canal. He stated that the infection had cleared up, and his dr had given his ok to resume wearing the h/a again.